Event description:
The case states that 3 individuals that had egds complained of throat being itchy, coughing, and sneezing. This facility uses medivators rapicide opa to manually reprocess their procedural equipment.

Manufacturer narrative:
The case states that 3 individuals that had egds complained of throat being itchy, coughing, and sneezing. This facility uses medivators rapicide opa to manually reprocess their procedural equipment. There was limited information reported about this event. Multiple attempts by the sales rep and clinical specialist to contact the facility with no success. If opa was the cause for the patient exposure symptoms, it is likely that the chemistry was not being rinsed off the endoscope appropriately; however, this could not be confirmed. This complaint will continue to be maintained within medivators complaint system.